Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
It was reported that the patient had an infection and the device was explanted on (B)(6) 2012. The patient was re-implanted on (B)(6) 2013. Clinic notes indicate the patient's vagal nerve stimulator had become infected. The infection did not clear with oral and IV antibiotics, so the patient was brought to the operating room for device removal. Notes dated (B)(6) 2013 indicated the patient was two months post removal of his infected vagal nerve stimulator, but the patient still had some other infection going on. Clinic notes dated (B)(6) 2013 the device was removed and the patient was treated with antibiotics. His incision healed. Attempts for information from the surgeon were unsuccessful as the surgeon has retired and is no longer practicing medicine. The surgeon's office pulled the patient's notes, but there was no date listed as to when the infection was first observed and there were no records of trauma that could have caused the infection. The neurologist's office similarly had no information on the infection.

Manufacturer narrative:
Date of event, corrected data: previously submitted MDR indicated an incorrect event date. This report is being submitted to correct this information. If implanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated an incorrect implant date. This report is being submitted to correct this information.